Manufacturer narrative:
The medical records indicate that the patient was treated for adhesions and recurrence, both of which are known inherent risks and are identified in the IFU as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information provided this patient has a history of a post implant abdominal surgery, unrelated to the mesh, which was complicated by infection, wound dehiscence and multiple abdominal washouts. She has a history of adhesions prior to implant and has had significant weight loss both prior to and following the implant of the mesh. Due to the patient's complicated medical history, at this time we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patient's post implant experience. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following is based on medical record review and information provided by the patient: on (B)(6) 2002 - patient underwent roux-en-y gastric bypass for treatment of morbid obesity. On (B)(6) - after loosing over 100 lbs the patient had an epigastric hernia and a large panniculus protruding over the lower abdomen causing, sweating, maceration and infection, and was not responding to conservative treatment. On (B)(6) 2005 - patient underwent repair of large ventral incision hernia with a bard composix mesh and a panniculectomy. During this procedure a serosal tear was made during lysis of adhesions between the bowel loops and posterior fascia, this was repaired with suture. On (B)(6) 2006 - per the patient she had a weight loss of over 200 lbs and underwent an abdominoplast, developing a severe abdominal wound infection and dehiscence postoperatively, and had to undergo multiple abdominal wound washout procedures. On (B)(6) 2007 - patient underwent repair of recurrent ventral incisional hernia, placation of the right side of the fascia on to the left side, vest over pants type repair and anticipated, extensive lysis of adhesions. The composix mesh was incised and bowel was taken down from the undersurface of the mesh to which it was deeply adherent. The composix mesh and the patient's fascia was used to repair the hernia, imbricating one side into the other side using all the attenuated fascia that was present in the patient's abdomen. On (B)(6) 2007 - per the patient following the previous 2007 surgery she experienced severe abdominal pain and was seen by multiple surgeons with a diagnosis of "mesh disintegration, adhesions, scar tissue" as being the reason for her chronic abdominal pain. On (B)(6) 2013 - patient presented to the ER with complaints of severe sharp abdominal pain, nausea and vomiting. On (B)(6) 2013 - patient underwent exploratory laparotomy and repair of enterotomy, the post operative diagnosis was obstructed gastric remnant status post gastric bypass. During this procedure the mesh was divided and dense adhesions of the bowel to the mesh were noted. "We attempted to lyse these adhesions which very quickly created an enterotomy. We were able to mobilize this segment enough to close the enterotomy in two layers." At this point the procedure was terminated due to the enterotomy and the density of adhesions.